Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. The clinician reported a trend of low, out of range low voltage atrial lead impedance. The patient was stable and will continue to be monitored in clinic.